Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "possible rupture" via MRI. The device remains implanted.

Event description:
Patient reported right side "possible rupture" via MRI. Healthcare professional later confirmed right side rupture during surgery. The device has been explanted.

Event description:
Patient reported right side "possible rupture" via MRI. Healthcare professional later confirmed right side rupture during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as surgical damage. No additional observations performed on the device. No further actions are required.